Event description:
It was reported by service report that the bed has no foot lift motion. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power coil cable.